Manufacturer narrative:
A visual inspection of the returned product shows portions of the optic and plate haptics are torn off and missing. There is clear surgical residue on the lens. Conclusions: - no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.

Event description:
The reporter stated that the surgeon was inserting a toric single piece silicone lens model aa4203tf and the lens tore coming out of the cartridge, there was pt contact, but lens wasn't all the way in the eye so no pt injury. The reporter didn't know what caused the lens to tear.